Event description:
It was stated that the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a missing battery contact spring. Unable to verify the motor error alarms due to the blank display.